Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 3eb drawer failure occurred. The customer attempted to restart the device and recover the storage space; however, it continued to display a technical failure. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple half height cubie pockets failed and missing on med application configuration. A field service engineer (fse) reseated row board cables connection, all cubie trays and pockets to resolve the issue. Then the fse tested and recovered all pockets and drawers. The system functioned as intended after the field service engineer repaired the device.